Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the four (4) batteries ((B)(6)) were not returned for evaluation. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis revealed no anomalies within the analyzed period; the batteries discharged as expected when in use. As a result, the reported power consumption issue could not be confirmed and a possible root cause could not be determined. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes d1: battery d4: (B)(6) h3: yes investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has been received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the batteries had low cycle counts and the patient has been using them for one (1) month. Additionally, the patient has decided to keep the batteries and is satisfied with their function. The batteries remain in use.

Event description:
It was reported that several newly issued pioneer batteries were not holding a charge as long as expected, with a duration of 4-6 hours. The batteries will be returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2026 / serial or lot#: (B)(6). D9: no. H3: no h4: mfg date: 28-mar-2026. H5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2026 / serial or lot#: (B)(6) d9: no h3: no h4: mfg date: 28-mar-2026 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2026 / serial or lot#: (B)(6). D9: no. H3: no h4: mfg date: 28-mar-2026. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.